Event description:
Pt was undergoing colonoscopy in endoscopy. Soon into procedure, pt received a 1.5cm perforation/hole in mid descending colon. The attending physician immediately confirmed perforation. Pt was brought to emergency room. Pt was stabilized and transferred to surgical services for lap exploration of abdomen. Perforation was surgically repaired. Pt doing well.